Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (concentration of 1.0mg/ml, and dose of 0.859mg/day) via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient's pump was not giving the patient medicine. It was reported the patient had lost contact with her pump for 24 hours. It was stated the patient's pump shifted a little bit and the patient was receiving a poor communication error. It was stated the patient had noticed that the edge of the pump had moved about an inch or so. The patient corrected the alignment of the ptm to correct for the pump movement and was able to communicate with the pump. The patient saw their healthcare provider who stated that the pump site looks good and the pump might shift a bit. No symptoms were reported. It was noted that the healthcare provider increased the patient's dose by (B)(6) on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was still having communication issues with their personal therapy manager (ptm) and pump. The patient had gone in for a pump refill on (B)(6) 2017 and it was discovered her pump had flipped. The healthcare provider (hcp) went to try and refill the pump and hit metal so she flipped the pump over. The patient questioned if they needed to follow-up with the surgeon, but she was told to wear a binder. It was indicated that the patient did that for a while, but her skin got red. The patient noted she didn't have skin breakdown as she's has that before on her legs. It was clarified that the patient previously experienced skin breakdown on her leg before their pump; she got into a pile of fire ants and they turned into open wounds. On (B)(6) 2017 the patient was having trouble communicating with the pump. The patient stated it wouldn't work regarding the usual place she gets communication. If the patient turned and faced the ptm lateral it would then work. Regarding if the patient used an antenna, the patient stated that¿s never worked right. It was further stated that it did work but then stopped working around (B)(6)2017. The patient was getting poor communication without the antenna and the antenna worked intermittently. No patient harm was indicated. It was noted that the patient had spoken to a company representative previously about this. It was indicated that even on (B)(6) 2017 when it was confirmed the pump was flipped, the ptm was able to communicate. It was clarified that sometimes it worked and sometimes it didn't. The patient had called their healthcare provider (hcp) and it was indicated that they will probably hear back from them tomorrow. It was indicated that the patient¿s dosing had changed, but the patient did not know what it was currently. A replacement ptm was being sent to the patient.

Event description:
Additional information was provided. The patient reported they had just received a replacement programmer and their external antenna did not work with it. Additional information was received from the consumer. On march 27, 2017 the patient reported when their ptm was replaced, they did not receive a new replacement antenna. The patient indicated they would sometimes get a 3 hour lockout and ¿a max amount of 6.¿ the patient reported on (B)(6) 2017 their replacement ptm was not working. The ptm would power on, but was showing the poor communication screen. A replacement antenna was requested. Additional information was received on march 29, 2017 from the consumer. The patient reported at their first refill they were told their pump had flipped, and the patient felt like their pump had flipped again. The patient indicated they would need to contact their surgeon to see what they think. The patient continued to experience poor communication with their pump and ptm, and patient services reviewed that getting another ptm from repair may not resolve the issue if the pump is flipped. It was further indicated that the patient went to their follow-up appointment on (B)(6) 2017 and the hcp tried to flip the pump back under fluoroscopy, but could not. The patient scheduled a follow-up appointment to meet with a surgeon on (B)(6) 2017. The patient reported they had been in pain because they could not use their ptm. The patient stated it felt like there was a knife stuck in her left buttock that went down the backside of her leg and flips to the front, and goes down the of their leg to the top of her foot, and the patient¿s instep. The pain was not constant, but would come in waves. The patient stated they were not kidding or exaggerating and said they need to use a walker. The patient reported they had gone back to their hcp to have their ptm enabled after it had been disabled, and the pump was reprogrammed to 6 doses a day every day every 3 hours. However, when she tried to use the new ptm that had been overnighted to her, all she got was the out of box screen on (B)(6) 2017. Patient services assisted the patient with using their ptm, both with and without the antenna, and the patient continued to receive the poor communication screen and the out of box message on their ptm. The ptm was unable to bond with the pump. There were no out of box failures reported, and no medical/therapy problems related to a small components product. The patient was transferred to repair for a new ptm. On march 30, the patient reported they could not get the new replacement ptm they just received to sync with their pump, and they tried using the ptm in multiple positions. The patient indicated they spoke to a manufacturer representative who said if the patient could not get the new ptm to sync with their pump, they could meet with the patient later that day to take a look. The patient continued to get the poor communication screen on their new ptm, even after trying the ptm in four different positions over their skin without the antenna. The patient also tried moving to another room and made sure they were not near any electronics that could provide environmental electromagnetic interference. The patient tried keeping the ptm over the pump, and waited until the lights and noise were completed. Patient services reviewed with the patient they were unable to locate the flipped pump to synch with the ptm replacement. The patient was redirected to their hcp, and also to update the representative they had been working with. The patient was redirected to their hcp to manage their pain needs. The patient stated they would follow-up with their hcp. Additional information was received from the consumer on april 10, 2017. The patient experienced an unexpected bolus lockout on (B)(6) 2017 with their new ptm. The patient stated they gave themselves a bolus 5 minutes to midnight the night before. The patient stated at 4:15 am that morning they attempted a bolus, and they were locked out for 3 hours and 16 minutes. The patient noted that it seemed like the lockouts had changed to every 6 hours. The patient had a print-out of their lockout parameters from (B)(6) 2017 and provided the information to patient services. The parameters were shared verbally: one bolus every 3 hours, 6 boluses a day. The patient asked if they had a ¿bad pump,¿ and repeated information previously reported. The patient said they did not feel comfortable with a piece of equipment in their body that reprogrammed itself. The patient was redirected to follow-up with their hcp to discus s the lockouts and check the logs.